Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe actuation failed in five cases during surgery. The condition of aspiration was not a problem with some probes. The surgeries were completed after replacing the product with no patient harm. The samples have been requested.

Manufacturer narrative:
Additional information included in device available for evaluation?, device evaluated by MFR?, evaluation codes and additional MFR narrative. Probe engine manufacturing site evaluation: five probe samples were returned for evaluation for not actuating. Two of the five probe investigations were performed at the probe manufacturing facility and documented in this report. The other three probes were investigated by the probe final assembly manufacturing site for occlusions in the clear open drive lines. Sample a: the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed conforming sample b: the returned sample was visually inspected and deemed conforming. Actuation testing was performed and deemed conforming. Cut testing was performed and deemed nonconforming, which is unrelated to the complaint issue. The probe was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation did not confirm that two probes had an actuation issue. Both probes actuated to specification. Sample b did show a nonconforming cut, but the probe had been used for approximately 20 minutes, which is the typical vitrectomy portion of the procedure using the single use probe. The inner cutter edge may become worn or damage from its use. No specific action with regard to the two probes was taken by the manufacturing location as both probes were manufactured to its specification. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Finish goods manufacturing site evaluation: three of the five samples were visually inspection and it was found that adhesive from the manufacturing process was occluding a drive line on the probes, preventing actuation of the cutter to occur. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).